Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the front enclosure was damaged. However, the reported problem that the platform's display was "abnormal" was not observed. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been caused by normal wear and tear (autopulse manufactured in december of 2012). Review of the autopulse platform's archive was performed and shows that no sessions occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported issue that the display was "abnormal" was not confirmed. The platform ran for 15 minutes using a test mannequin and another 10 minutes using the large resuscitation test fixture (lrtf) with no problems observed. The platform passed functional test. Based on the initial investigation, the part identified for replacement was the front enclosure. In summary, the reported complaint was not confirmed during visual inspection or during functional testing. The physical damage found during visual inspection is unrelated to the reported complaint.

Event description:
It was reported that during a training by the facility's staff, the display of the autopulse platform appeared "abnormal". This display problem happens with all autopulse batteries and is an intermittent issue. However, the device still delivers therapy. Customer indicated that the platform has not been dropped or abused. No patient involvement was reported. No further information was provided.